Manufacturer narrative:
(B)(6) 2023 - we were informed of a patient who had a retained capsule. Frm-0089 capsule indicent questionnaire was sent to get more information. (B)(6) 2023 - the patient had double balloon procedure done with capsule removal where a tumor was found. (B)(6) 2023 - frm-0089 was received indicating that the patient had a preexisting condition, adenocarcinoma, that had led to the retention of the capsule.

Event description:
(B)(6) 2023 - we were informed of a patient who had a retained capsule. Frm-0089 capsule indicent questionnaire was sent to get more information. (B)(6) 2023 - the patient had double balloon procedure done with capsule removal where a tumor was found. (B)(6) 2023 - frm-0089 was received indicating that the patient had a preexisting condition, adenocarcinoma, that had let to the retention of the capsule.